Event description:
It was reported that the cq2015a three piece collamer lens was torn during loading but the tear was not discovered until after the lens was inserted. The incision was enlarged to remove the lens and a suture closed it. The reporter stated the incident was due to loading error.